Event description:
It was reported that during a lar procedure, the staples were loose. The procedure was extended by 90 minutes and was ended by a rectum amputation and creating a stoma. No pt consequences were reported.

Manufacturer narrative:
Info not provided during initial contact. D4: serial number = na. Evaluation summary: the analysis results showed that the cs40g device was received in good visual conditions and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. A batch record review was performed and no anomalies were found during the mfg process. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.